Event description:
It was reported that the health care professional (hcp) called for assistance programming this cardiac resynchronization therapy defibrillator (crt-d) and the right ventricular (rv) lead into magnetic resonance imaging (MRI) protection mode. Technical services (ts) evaluated this crt-d for programming but didn't program into MRI protection mode due to low out of range shock lead impedance measurements of one ohm. Ts recommended evaluating the rv lead and discussed that proceeding with an MRI would be non-conditional due to the low shock lead impedance measurement. This crt-d remains in service. No additional adverse patient effects were reported. Additional information was received. Ts reviewed device data and found the shock lead impedance has been 0, 8, 11, and 18 ohms. Ts discussed this did not look like normal interference and suspected a possible short. Ts recommended the patient receive a commanded 41j shock test. Additional information was received. The rv lead exhibited low amplitudes and noise was suspected. Ts discussed planning a commanded shock to assess lead integrity.

Manufacturer narrative:
Additional information added to b5. B1, b2, h1, f10 and h6 updated.

Event description:
It was reported that the health care professional (hcp) called for assistance programming this cardiac resynchronization therapy defibrillator (crt-d) and the right ventricular (rv) lead into magnetic resonance imaging (MRI) protection mode. Technical services (ts) evaluated this crt-d for programming but didn't program into MRI protection mode due to low out of range shock lead impedance measurements of one ohm. Ts recommended evaluating the rv lead and discussed that proceeding with an MRI would be non-conditional due to the low shock lead impedance measurement. This crt-d remains in service. No additional adverse patient effects were reported. Additional information was received. Ts reviewed device data and found the shock lead impedance has been 0, 8, 11, and 18 ohms. Ts discussed this did not look like normal interference and suspected a possible short. Ts recommended the patient receive a commanded 41j shock test. Additional information was received. The rv lead exhibited low amplitudes and noise was suspected. Ts discussed planning a commanded shock to assess lead integrity. Additional information was received. A defibrillation threshold (dft) test was performed and was successful. The physician planned to monitor the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5.

Event description:
It was reported that the health care professional (hcp) called for assistance programming this cardiac resynchronization therapy defibrillator (crt-d) and the right ventricular (rv) lead into magnetic resonance imaging (MRI) protection mode. Technical services (ts) evaluated this crt-d for programming but didn't program into MRI protection mode due to low out of range shock lead impedance measurements of one ohm. Ts recommended evaluating the rv lead and discussed that proceeding with an MRI would be non-conditional due to the low shock lead impedance measurement. This crt-d remains in service. No additional adverse patient effects were reported. Additional information was received. Ts reviewed device data and found the shock lead impedance has been 0, 8, 11, and 18 ohms. Ts discussed this did not look like normal interference and suspected a possible short. Ts recommended the patient receive a commanded 41j shock test.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional (hcp) called for assistance programming this cardiac resynchronization therapy defibrillator (crt-d) and the right ventricular (rv) lead into magnetic resonance imaging (MRI) protection mode. Technical services (ts) evaluated this crt-d for programming but didn't program into MRI protection mode due to low out of range shock lead impedance measurements of one ohm. Ts recommended evaluating the rv lead and discussed that proceeding with an MRI would be non-conditional due to the low shock lead impedance measurement. This crt-d remains in service. No additional adverse patient effects were reported.